Event description:
User alleged system was inaccurate. It was reported that the physician could not reach the target during navigation and believed this was because of inaccuracy of the system. The procedure was not completed with superdimension system, fluoroscopy was used and the case was completed. It was reported that there was no harm or injury to the pt.

Manufacturer narrative:
In may 2009, a superdimension field technician went to the site to check the system and reported that two components of the superdimension system needed to be replaced, the pt sensor triplet (pst) and the union. At this time, superdimension has not yet received and or processed the return.